Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The issue of the intermittent white streaks in the image (image noise) is attributed to the cable unit malfunction. This is issue is likely caused due to unexpected stress on the cable caused by the user's handling and the failure of the cable unit. The instructions for use includes the following statements which can prevent this issue: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, it was observed that manipulating the cable boot next to video connector causes intermittent white streaks in image. The user¿s complaint was confirmed.

Event description:
As reported for this event, the device bending boot had an issue just below the handle. There is no reported harm to any patient.